Event description:
The facility's sales service technician reported an infusion pump with an 808:06 failure code. The technician reported no additional contact information was provided. Baxter's customer service requested if this failure occurred during patient use or biomed testing, but it was unknown. The technician stated they have no record of any patient incident involving the pump since the last baxter service event.